Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that during the activation process it was noticed the cannula deployed early. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 45 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the completion of second prime, the needle mechanism never deployed. The needle mechanism was not found to have deployed early as reported, as the device was received with the needle mechanism not deployed.